Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during the lead revision procedure, this right atrial lead was accidentally inserted into the right ventricular port of the device. No adverse patient effects were reported.